Event description:
When injecting local anesthetic the finger grip on the control syringe fell off, at this point, the needle broke off at the hub. Account states that they x-rayed the pt because they were unable to locate broken portion of needle. X-ray did not show any needle present in the pt.